Event description:
It was reported that the implantable neurostimulator (ins), leads, and extensions were explanted due to infection. None of the devices will be returned. Cultures were taken from device pocket and lead site. It was stated that the patient was scheduled for revision of a lead, and during the operation, infectious drainage was noticed at the lead site and stimulator pocket. It was stated that antibiotic irrigation was used at each wound site prior to closure. It was noted that the patient did not have any other signs or symptoms of infection prior to visual inspection of incision sites. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID, 3998 lot# v077531v01, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3888-45 lot# v780541, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3888-33 lot# v340247, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension. (B)(4).